Event description:
The customer reported that the ir lab was seeing pauses with ECG for one case performed on (B)(6), 2021.the device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the ir lab was seeing pauses with ECG for one case on performed on (B)(6) 2021. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.